Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00475. The patient received an scs system including four percutaneous leads from two different lots on (B)(6) 2010. It was reported that two of the patient's leads have migrated. The alleged event may have been the result of a recent fall the patient suffered. Diagnostic tests also revealed high impedance measurements for several of the patient's lead contacts. Follow-up on the patient found that she is currently receiving limited therapy coverage. There are no immediate plans for surgical intervention at this time.